Event description:
Male patient arrive to the intensive care unit (ICU) following a code blue called on the med/surgical unit. The patient arrived with their sats in the 30's (per night shift registered nurse (rn) that gave rn handoff) and was shortly intubated after arrival. The patient then given bronchoscopy after multiple de-saturating episodes and required bagging to maintain oxygenation. Upon bronching with both pulmonology and endoscopy staff at bedside, we found a tag from one of the restraints that the patient had ripped off, aspirated and created a plug which was preventing ventilation. After removing the foreign object, the patient was able to ventilate without issues and we later extubated him on the same day.